Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that on (B)(6) 2016 he had a high blood glucose reading of 483 mg/dl. The customer also reported discrepancies between the sensor glucose reading and the blood glucose reading. The customer's current blood glucose reading was 221 mg/dl. The customer was assisted with troubleshooting the sensor. The customer declined troubleshooting for the high readings and stated it was due to eating poorly. Nothing was replaced or returned.